Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device was sticking to the tissue excessively when the doctor was sealing. Once the jaws were opened, the tissue was sticking to it and they have to manually pull the tissue out of the jaws every time. They opened another device and it worked fine. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.